Event description:
Boston scientific received information that this device emitted tones that the patient could hear. As a result the patient went in to see his physician and it was noted that the device had declared elective replacement indicator (eri) due to extended charge times. The physician is aware of this and will replace the device soon. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this device was explanted.

Manufacturer narrative:
Detailed analysis is currently being performed on this device. Once analysis is complete, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.